Manufacturer narrative:
Tech support troubleshot with customer reporting they were not able to get fluoro while pt was on table. Tech support had her reset power to the infirmed system and also to the gim box, and now she was able to do fluoro without any problems. Problem has fixed over the phone. System was now fully functional and the ticket was closed.

Event description:
On (B)(6) 2013, customer states via phone that during a cystoscopy with laser lithotripsy on a (B)(6) male pt the fluoro failed. The physician was able to finish the case by using the rad shots. No pt injury.